Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Upon visual inspection, it was noted that anvil is missing from the device. The post of the anvil is broken off. The broken piece was not returned for investigation. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
On (B)(6) 2022, it was reported by a distributor via sems that a ar-9233 pegged glenoids handle is broken on the bottom. This was discovered at the end of an unknown procedure, there was no delay or patient effect reported.